Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported to have had high blood glucose beginning on (B)(6) 2016. Customer's blood glucose was 385 mg/dl and was 421 mg/dl during dinner time. Customer was not hospitalized for high blood glucose but did contact healthcare professional. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting it was found that cannula was not bent and settings were correct. Customer declined high pressure test. Customer was advised to change reservoir, infusion set and insulin and to call back should issue persist.